Event description:
The user facility reported a 75-year-old female noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. It was reported the patient had a small vessel size and a 14 x 13cm sheath would be adequate for use. However, attempts to advance and gently torque the catheter did not help with placement of the device. Therefore, the 14 x 13cm sheath was exchanged for the impella 14 x 25 cm sheath and the second pump's sheath had an internal kink. A new pump catheter was used and was advanced past the kink area and placed successfully in the left ventricle pre-percutaneous coronary intervention. Eventually, the device was weaned and and it was decided to remove the pump and place a dilator then remove the pump's sheath. Both pump and sheath was removed without complications and preclose x2 closure was used for hemostasis.

Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: use of impella with transcatheter aortic valves ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ this report is being filed as part of a retrospective review of historical records.